Event description:
It was reported the physician revised the patient's scs ipg. It is unknown why the revision was needed and what took place during the procedure. Pending information from the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.